Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: failure to advance. It was reported that a lot of resistance was felt while negotiating the xience v 3.5 x 28 mm, through a tortuous and calcified lesion and after trying for some time, there was a dissection. To cover the dissection another xience v was used. No additional event or patient information is available.

Manufacturer narrative:
The inability to cross a lesion can be affected by patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, interactions with other devices, device size selection, and accessory device support. Dissection is a known adverse event with coronary stenting as noted in the xience IFU and not an indication of a product issue. Dissection can be influenced by lesion characteristics, procedural technique, and device size selection. The IFU states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent. It appears the issue to cross is related to the tortuous/calcified lesion. A conclusive cause for the dissection cannot be determined.